Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that a trauma had occurred. The user is no longer able to hear with the device.

Manufacturer narrative:
According to the information received from the field damage to the device caused by the reported external impact seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's mother reported that a trauma had occurred. The user was no longer able to hear with the device. Re-implantation is considered.